Event description:
Consumer reports having trouble with inaccurate readings. Analysis run on clark error grid using competitive reading (216) as ref. Point vs bd readings (48) yielded data points in the e range of the grid, outside acceptable limits.